Event description:
The customer reported that insulin pump alarmed motor error. The blood glucose reading was 46mg/dl. Troubleshooting was performed. The customer stated that the drive support cap was sticking out, but she pushed back in place. Advised the customer that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, and basic occlusion test. Unable to confirm the motor error. However, the device was unable to prime during the prime test as a result of a slanted/loose drive support disk. Further testing could not be performed due to the prime anomaly. The motor passed the motor test. The unit had a scratched display window.